Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. It is assumed that 6 years or more have passed since the delivery of the equipment, and that parts on the board deteriorated over time due to repeated use for a long period, and that the dx board failed. On the dx board, sdi signal input, generation, and output are carried out, and it is inferred that sdi output ceased to function due to this failure. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During a call with tac (technical assistance center) support engineer, the customer was instructed to change the cable to comp out to video in on the monitor and were able to get an image on the monitor. Customer rebooted the computer and got an image and when moved the sdi cable to comp out and video in on the monitor, was able to get a signal on the monitor. To date no other issues reported. The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly following investigations.

Event description:
During preparation for use, no signal was reported on the sdi (serial digital interface) from cv-190. No image on the monitor. Device was inspected prior to use. The reporter cannot remember the error messages observed when the issue occurred. There was an approximately 30-45 minutes delay in the procedure, patient had not been sedated prior to finding the issue and the intended procedure was completed using the same device. The reported issue was resolved by changing the input on the device. No patient harm reported, no user injury reported.